Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown; therefore, manufacturer site is unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Corrected information: further information was received from a nurse. On (B)(6) 2012, the patient recovered from peritonitis and was discharged from the hospital.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse from (B)(6) of diarrhea, fever and peritonitis in a patient (B)(6) coincident with dianeal therapy for continuous ambulatory peritoneal dialysis (capd). Dianeal therapy was ongoing. During a call, the following was reported. On an unreported date, the patient experienced diarrhea and fever. On (B)(6) 2012, the patient was experienced peritonitis manifested by serious abdominal pain and cloudy effluent and was hospitalized. On (B)(6) 2012, the patient started treatment using cefazoline (1g, ip, daily) and fortum 1g, ip, daily) for peritonitis. Treatment was still ongoing. The patient was recovering from this peritonitis event.